Event description:
A peritoneal dialysis (pd) patient's spouse reported that the patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty cycler set for renal replacement therapy (rrt) was hospitalized for a bacterial infection related to pd therapy. Per the patient¿s point-of-contact (poc), the patient was not hospitalized and was treated by the outpatient clinic. Subsequent attempts to obtain additional clinical information (e.g., type of infection, treatment medications, causality) were unsuccessful.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient's spouse reported that the patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty cycler set for renal replacement therapy (rrt) was hospitalized for a bacterial infection related to pd therapy. Per the patient¿s point-of-contact (poc), the patient was not hospitalized and was treated by the outpatient clinic. Subsequent attempts to obtain additional clinical information (e.g., type of infection, treatment medications, causality) were unsuccessful.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set, and the serious adverse event of a bacterial infection. The etiology of the infection is unknown; therefore, causality could not be established. Per the patient¿s poc, the infection was related to the patient¿s pd treatments. It should be noted that limited clinical follow-up information precluded a more comprehensive investigation. Based on the information available, the liberty select cycler and cycler set cannot be disassociated from the serious adverse event(s). Given the poc¿s allegations of pd treatment involvement, and no manufacturer evaluation/investigation of the suspect device, this liberty select cycler cannot be excluded from having caused or contributed to the serious adverse events experienced by the patient. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.